Event description:
It was reported that during an atrial fibrillation case, st elevation was noticed in the patient. The caller reported that the patient's blood pressure dropped, and then st elevation was noticed on ECG lead 2 and v5 signals, on the carto¿ 3 and recording system. The caller reported that they had called in an interventionalist, and then administered contrast dye to the patient's coronary artery, on the left and right side. The caller reported that everything appeared normal on the x-ray machine. The caller reported that they then administered epinephrine to the patient. The caller reported that the patient was stabilized. The procedure continued and completed successfully, with no further issues. The caller stated that the only (B)(6) catheter in use at the time was a pentaray® nav eco catheter. No fse follow up or service has been requested. The caller stated that the pentaray® nav eco catheter is not available for return, as it was discarded. No return kit requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).